Manufacturer narrative:
See mdr1920664-2007-01479 for the delivery device used with intraocular lens.

Event description:
The lens haptics broke during the insertion of the lens in the patient's eye. The lens was removed and replaced.